Event description:
It was reported that the screen of a novum iq large volume pump (lvp) did not turn on during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was attempted to turn on; however, the pump would not turn on. Using the hub docking station the pump was able to turn on later. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was due to component failure. Power wiring harness requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.